Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said that over the weekend they started experiencing internal burning, and stinging at ins site. Pss redirected the patient to f/u w/her hcp.